Event description:
It was reported to medtronic minimed that the customer reported the insulin pump was dropped in a pool and was completely shut off. The customer also received a critical pump error. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was done for the critical pump error and found it was an other critical pump error. Troubleshooting was also done for the damage issue and found the location of the damage was at the belt clip rail. The customer reported out of box damage. Troubleshooting was also done for the fluid in pump issue and advised the insulin pump would be replaced. No harm requiring medical intervention was reported. The product mmt-1884l will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. The adapt tool reveals that pump error 35 alarm was found on 07/26/2025 19:06:53.000. During download review, pump error 53 alarm was also recorded in main error log (adapt). File ID=65535 line ID=65535. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The baat tool recorded the following: battery cycle 3.0 received the lowbatteryalert (104) on 07/07/2025 11:03:00 after more than 7 days at 17.79 days. Battery cycle 2.0 received the lowbatteryalert (104) on 06/19/2025 16:00:00 after more than 7 days at 12.83 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per software engineering log investigation, it was determined that pump error 35 was caused by force sensor error. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies and force sensor gold traces leading to critical pump error (open book image) alarm. Problem isolated to electronic assemblies. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, serial number label missing, cracked case-corner of belt clip rails, battery tube threads - cracked and cracked case (battery tube). In conclusion, the unit came in with critical pump error alarm triggered by pump error 35. Pump error 53 and 35 were caused by corroded electronic assembly. Customers alleged of low battery alarm or short battery life were not confirmed based on battery duration failure analysis instruction, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, unable to confirmed battery power loss due to constant critical pump error (open book image). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.